Manufacturer narrative:
The communicated problem was investigated and the root cause has been determined as a hardware failure of the component "wfsw". As a consequence, the communication between wfsw transmitter and the receiver did not work and the system would not allow the release of xray. Siemens conducted an exchange of the affected parts and the system was brought back into specifications. This event occurred in (B)(6).

Event description:
It was reported to siemens that during a clinical procedure, the artis zee ceiling system failed. The system failed as such that the wireless xray footwitch failed and no lxray was released. The customer did not report and impact to the state of health of the patient.